Manufacturer narrative:
Event date estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's (pt) current implant is not working for them. Pt reported they are getting up every 2 hours at night to go to the bathroom and it is not managing pt's symptoms. Pt stated following date of implant "the guy, the tech" called pt to walk through setting up programs, but pt was having a hard time hearing him (pt confirmed no rep awareness of issue). Pt stated this issue started "right at the end, after I spoke to him (the "tech") I noticed it right away". Reviewed therapy overview information with pt. Reviewed how to connect with pt's ins. Pt increased stimulation on current program on the call and reported feeling stimulation in their left buttock, not their bicycle seat area. Pt made a comment on the call that this implant seems to be more "mobile/move-able" than their previous implant (redirected pt to hcp to discuss this). Following changing programs on the call pt confirmed feeling stimulation in groin/bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms.